Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Date of birth not available. Not applicable for this device. Not applicable for this device. The verrata 10185p was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Based on the complaint details, the verrata wire got caught on the calcium and was unable to be removed; resulting in the wire separation. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a verrata 10185p wire was used in a diagnostic coronary procedure in the lad artery. During use, the wire was unable to cross the lesion. While attempting to remove from the patient, the distal end got lodged into the calcium, the wire uncoiled and separated in two pieces. The proximal portion of the wire was removed, leaving the distal portion in the patient. Several snare devices with different sizes were used to retrieve, but unable to be removed; therefore, it was pushed up against the vessel wall with a stent. Patient was transferred to ccu for continued cardiac monitoring and care, and discharged 2 days post procedure. This adverse event and product problem is being submitted because the verrata wire separated inside the patient. Additional intervention was performed; however, the separated tip was retained in the patient (stent).